Manufacturer narrative:
This report has been submitted by the importer under this MDR report number (B)(4). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was initially reported that during a diagnostic colonoscopy procedure, the subject device perforated the patient's colon due to inadequate retroflection. Additional information was later received from the physician. The patient reportedly had a mildly tortuous sigmoid. The physician noted that they did not get far into the colon before there was a concern for a perforation and that they were just proximal to the rectosigmoid junction where generally the colon is more curvy/tortuous. The physician opined that it seems likely that if the scope had more flexibility, it could have passed the sigmoid as the patient has never had issues on previous colonoscopies with other providers. The physician further reported that it was hard to say on the possible relationship between the device issue and the bowel perforation as the perforation occurred so low. The physician indicated that using a more pliable and flexible scope may have prevented the issue. The patient sustained a 2 cm perforation. Concern for perforation was quick, and another provider was consulted to see if they agreed or there was an opportunity to clip, which there was not. A CT scan was ordered immediately and once this confirmed a perforation, another physician took over the patient's care surgically. The patient subsequently underwent robotic primary repair of colonic perforation, robotic lysis of adhesions, and flexible sigmoidoscopy. The patient required admission to the hospital, but it was not prolonged or complicated. Currently, the patient is post op and doing well and has recently followed up with the physician who did the repair.

Event description:
No additional information was received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updates added to the following fields: d8, d9, h3, h6, h11 the device was returned to olympus for inspection, and the reported failure was confirmed. The device exhibited poor retroflection and had angulation lower than the standard. Based on the results of the investigation, the most probable cause of the complaint is component failure. Olympus will continue to monitor field performance for this device.